Manufacturer narrative:
A customer reported an air leak. The device inspection by oekg also found followings; leakage from the bending section rubber and forceps elevator was confirmed. There was a hole in the bending section rubber. The reported foreign matter was in a location that could be removed by reprocessing. The instruction manual provides preventive measures against the reported failure mode. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by inappropriate reprocess due to user handling. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device for repair at the service department of olympus (B)(6) (oekg) and found that foreign matter had adhered to the distal end behind the forceps elevator. There was no report of patient injury associated with this event.